Manufacturer narrative:
The investigation determined that a non-reproducible, hav t antibody positive result for a known hav total antibody negative proficiency sample while using the vitros eciq immunodiagnostic system. The issue was isolated to a single proficiency sample, and no other vitros anti-hav total patient, quality control, or proficiency sample results were affected. No malfunction of the vitros hav t reagent or eciq system was identified as a possible contributing factor. A definitive root cause could not be determined. However, processing the incorrect proficiency sample, a user error, cannot be ruled out as a contributing factor.

Event description:
A customer observed a non-reproducible, hav t antibody positive result for a known hav total antibody negative proficiency sample while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)